Event description:
It was reported that the device had a motor rate error. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
E1-reporter facility name: (B)(6) hospital. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9. Date returned to mfg: 10-jan-2025. Investigation summary: the affected device was returned for evaluation. Customer reported that the pump has a motor rate error issue. Complaint confirmed by running the occlusion test. Found that the motor rate error issue occurred. Device is repaired by replacing the motor, left and right clutch, clutch spring, worm gear and worm coupling. Reset to standard configuration. The main cause of customer¿s complaint was the motor and the clutch parts. After replacing the parts, the pump passed all the testing and is fully operational. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.